Event description:
Caller states that during a correlation study the following coaguchek xs/lab results were obtained: patient 1: 2.4 inr/1.8 inr, patient 2: 2.4 inr/1.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.